Manufacturer narrative:
Concomitant product: 429688 lead, implanted: (B)(6) 2011.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing chest pain and dizziness. It was noted that the patient experienced two shocks from their implantable cardioverter defibrillator (ICD) for what appeared to be atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.